Event description:
It was reported that a spectrum pump had a defective door. It was also reported there was no patient injury. During baxter's functionality testing of a spectrum pump, it displayed the door not fully latched message. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to door not fully latched messages experienced during evaluation. The messages were found to be caused by cracked threaded inserts from the front case which allowed separation between front case and mechanical assembly resulting in excessive force being required to close door. The front case assembly was replaced.